Event description:
On 1/5/99 the account reported a hemoglobin result of 7.2 g/dl and the pt was sent to a hospital for a possible transfusion. A "low" flag was generated by the cd1700 cs to warn the user. The pt was redrawn at the hospital and a hemoglobin of 9.3 g/dl was obtained. The initial sample was retested by the account of 1/6/99 and a result of 9.3 g/dl was obtained. A transfusion was not given. No report of injury.